Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign company representative (rep). It was reported the rep did not have access to the pump logs/reports for legal reasons.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via company representative (rep). It was reported that the exact implant date was unknown, but was about 3 years ago. The pump was not empty prior to refill. The motor stop alert appears when the pump was first interrogated. The mrt was not actual, it was an older alert because the pump was connected the first time with the synchromed app. They only saw the reservoir alarm and the empty pump alarm in the logs. There was no motor stall alarm in the logs. The cause of the volume discrepancy was not determined as they did not have any reports of the first refill, because it was in a other hospital. The pump alarming after refill did not resolve. After discussion with technical services, the rep reprogrammed again to fix the alarm. The pump would not be replaced. The software version was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving intrathecal unknown baclofen via an implantable pump for unknown indications for use. It was reported the pump experienced several alarms on (B)(6) 2024, including mrt motorstop, refill alarm, and reservoir empty alarm. Despite these alarms, the patient exhibited no symptoms. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. Diagnostics and troubleshooting were performed, which included aspirating the pump (with 30ml remaining), refilling, and programming it. However, the reservoir alarm reappeared for reasons unknown. The pump was reprogrammed again on the same day. It was noted that if the issue recurred, the pump would be changed. Interventions taken to resolve the issue included aspirating the pump, refilling it, and programming it. Despite these actions, the reservoir alarm reappeared, and the pump was reprogrammed again. If the issue persisted, the plan was to change the pump. At the time of the report, it was unknown if the issue was resolved and if surgical intervention was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.